Event description:
Every few weeks, the pt experienced withdrawal/flu like symptoms. The pt also state that he was in a lot of pain and was anxious. There had been issues with the pump since implant; they couldn't fully aspirate the pump. The pump serial number falls within the group of pumps with missing propellant. An explant was being considered. The type of medication, concentration and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated 2008.